Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Revision of primary hip. Cup revision. Doctor removed 54mm tritanium trident cluster cup and replaced with a zimmer cup. Patient had previously complained of pain.